Event description:
It was reported that the patient faced infusion set adhesive event on (B)(6) 2026 as set was accidentally pulled out during use due to tubing catching on something or pump falling.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.